Manufacturer narrative:
This is a report of a use error where the patient connected a manual bag to the final line of a homechoice cassette. This resulted in a leak and subsequent alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide reviews and differentiates between supplies for automated peritoneal dialysis therapy and supplies used for manual exchanges. It instructs the user to check each solution bag and to ensure that the correct type of solution is being used. The guide also explains that manual exchanges are to be done if the cycler is unable to be used. The guide warns the user that using the wrong bags can result in contamination of the fluid pathway. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of three of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was fluid leaking from area where the final line of the cassette connects to the solution bag. The patient stated that they connected a manual bag to the final line. The technical service representative advised the patient to only connect cycler bags to the lines in the future and assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.